Event description:
Procedure type: lap chole. According to the reporter. While using the sils port, the seals in the trocar broke, leaking pressure and hard to remove from the pt. No delay in operating room reported. Nothing fell into the cavity, neither the size of the incision nor the operative time were extended. There was no tissue damage reported and no add'l bleeding. No pt injury was reported.

Manufacturer narrative:
(B)(4).